Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced a return of pain, high impedance on electrodes, and loss of stimulation. The patient was unable to increase stimulation, and previous reprogramming efforts around other impedances were unsuccessful. High impedance was noted on electrodes 0, 2, 3, 5, 6, 12, and 15, all measuring at 25060. Troubleshooting was performed by attempting to program on different electrodes, but the same results could not be achieved. The issue is ongoing, and the patient remains alive with no injury. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6) implanted: (B)(6) 2024: product type lead product ID 977a260, serial# (B)(6) implanted: (B)(6) 2024: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024: product type lead product ID 977a260, serial# (B)(6) implanted: (B)(6) 2024: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the high impedances. Greater than 40,000 and 2-24,550 ohms 3-24,660 ohms 5-24,6606-24,660 12-24,660 15-24,710. The leads were replaced. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. H3. Analysis determined that conductors 2, 4, 7 were broken at the distal end of the lead and there was outer insulation degradation near electrodes 2 and 6. Product type lead product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. H3. Analysis determined that conductors #2, 3, 5 and 6 were broken at or near the distal end of the lead. There was also outer insulation degradation near electrode 7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.